Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a clinician on the medical intensive care unit [micu] experienced a levophed infusion randomly shutting down while transporting a patient to CT [computerized tomography] scan. The clinician hit a wall with the patient¿s bed and the device shut down. The clinician was able to restore the infusion and there was no patient harm.